Event description:
It was reported that the patients ipg had moved within the ipg site. The patient experienced pain due to the issue. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.